Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer stated that they fell into a pool with their adc reader and the low and high glucose alarms did not sound due to water damage and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as dizziness, panic, and a loss of consciousness; however, after regaining consciousness no treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer stated that they fell into a pool with their adc reader and the low and high glucose alarms did not sound due to water damage and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as dizziness, panic, and a loss of consciousness; however, after regaining consciousness no treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0e8au4ruv has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Sensor was attempted to scan with evaluation module (evm). However, sensor did not scan. Reset the evm and the sensor was scanned again and the sensor did not scan. Data extraction was not successful. An extended investigation was performed. Visual inspection was performed on the returned sensor, no issues observed. The sensor was failed to scan with evm. The failing of the sensor scan prevented further testing from being conducted on the sensor. Therefore, the issue is unable to test. A valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer stated that they fell into a pool with their adc reader and the low and high glucose alarms did not sound due to water damage and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as dizziness, panic, and a loss of consciousness; however, after regaining consciousness no treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.